Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon pinhole was identified located at the distal markerband. An examination of the balloon material and markerbands identified no other issues. The rated burst pressure for this balloon is 15 atmospheres as per symmetry specification. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination identified no issues with the tip of the device.

Event description:
It was reported that balloon rupture occurred. A 3.5-4/4t/40 symmetry balloon catheter was advanced for dilation. During the procedure, inflation was attempted but the balloon would not inflate. The device was removed, and a pinhole was noted at the distal tip of the balloon, a rupture was confirmed. The procedure was completed with a different device. No complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon pinhole was identified located at the distal markerband. An examination of the balloon material and markerbands identified no other issues. The rated burst pressure for this balloon is 15 atmospheres as per symmetry specification. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination identified no issues with the tip of the device.

Event description:
It was reported that balloon rupture occurred. A 3.5-4/4t/40 symmetry balloon catheter was advanced for dilation. During the procedure, inflation was attempted but the balloon would not inflate. The device was removed, and a pinhole was noted at the distal tip of the balloon, a rupture was confirmed. The procedure was completed with a different device. No complications were reported. It was further reported that the target lesion was stenosed but did not have complete occlusion and was located in the non-calcified and mildly tortuous shunt vein.